Event description:
It was reported that asymptomatic patient presented in clinic for follow up. During a firmware upgrade attempt, the pacemaker reverted to backup operation after multiple attempts. It was believed to be due to telemetry anomaly. The clinician attempted using a different programmer, the device remained in backup mode after several attempts and the upgrade was not completed. The following day, it was reported that a software download was performed and device was restored to normal function. The patient will be followed up with per routine.